Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, 3d, the device shut down and would not power up. The user site reported an electrical burning odor coming from the device. The event occurred prior to a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. During troubleshooting, the fse identified a burnt fuse connector within the power management assembly. The affected component was replaced and system gain calibration was performed. Following the repair, the system was tested and verified to be operating according to manufacturer specifications. No further information is currently available.